Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user experienced elevated blood glucose levels, reaching 243 mg/dl, after consuming food without a meal announcement (bolus). The user monitored the situation and allowed the ilet¿s correction algorithm to adjust insulin delivery. No outside or medical intervention was required.